Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse adjusted the integrated multisensor technology (imt) flow rate. The cse also replaced the imt sensor and x, x0 and x2 tubing. The cause of the discordant sodium and chloride results is unknown. The cse successfully ran a sample test and quality controls. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant sodium (na) and chloride (cl) results were obtained on multiple patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na and cl results.